Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging of the 3.75x15mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed after many tries; therefore, the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 3.75x15mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.